Event description:
Subject 1092 had a cardiocel patch implanted on or about (B)(6) 2017 for an aortic valve replacement with a biological valve during a cardiocel post market study in london, england. Calcification of the implant was observed 19-months post-op. Calcification was noted in the clinical protocol/risk analysis as an anticipated effect prior to the event. Subject 1092 was hospitalized and received further medical intervention. The cro reported the event in august 24, 2018 under the clinical evaluation and indicated the observed calcification was an anticipated serious adverse device effect (asade). Considering the implant was used for an aortic valve (dynamic, high pressure), this area of application is known to have issues with durability, including calcification. At this time, there is not enough clinical evidenc to determine root cause specific to this event. The investigation of this event has been completed based on the details provided from the cro on the post market study review.